Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 4.5¿ of the outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (driveline, pump pocket, localized), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for a driveline infection which progressed to pump pocket, bacteremia and mediastinal infection. The device operated as expected and there were no issues with the device. The clinical cultures identified was methicillin-resistant staphylococcus aureus (mrsa). The patient was on intravenous (IV) daptomycin which stopped working; the patient was very resistant to antibiotics and could no longer be treated. The patient was transplanted.

Event description:
The transplant was done on (B)(6) 2025.

Manufacturer narrative:
Corrected b3, b5. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.